Event description:
A report was received that the patient experienced unpleasant stimulation in the pocket site and radiating down to the right leg. The patient had lead fracture. Database analysis revealed high impedances. The patient underwent a revision procedure wherein two leads and two splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced unpleasant stimulation in the pocket site and radiating down to the right leg. The patient had lead fracture. Database analysis revealed high impedances. The patient underwent a revision procedure wherein two leads and two splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-2316-50, serial#: (B)(4), description: infinion1x16 perc lead kit-50cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit(30cm). Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit(30cm). Model#: sc-2316-70, serial#: (B)(4), description: infinion 70cm lead kit.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 21 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there was no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitters passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics. Sc-4316 (ln 16920410) device evaluation indicated that the clik anchor passed visual test performed. The clik anchors are intact and no parts of it are missing.